Manufacturer narrative:
This is the same event as 3010536692-2016-00426.

Event description:
Allegedly, the patient was revised due to mom complications: (right).

Event description:
Additional information received 04/08/2016. Allegedly, the patient was revised due to the following mom complications: metallosis; pain (right).

Manufacturer narrative:
Received additional patient information.